Event description:
It was reported that a failed calibration was experienced.

Event description:
Additional information received 1-jun-2022. No patient involvement. The issue was found during testing.

Manufacturer narrative:
Other, other text: the device was returned to smiths/ICU medical. The problem of "failed calibration" was not duplicated. The pump calibrated, and the occlusion test passed. In mu mode, the sensor responded to pressure normally. As a preventative measure, the downstream occlusion sensor and upstream occlusion sensor will be replaced. Visual inspection revealed that the battery compartment was damaged. Recommended replacing the battery compartment. (Updated h3 and h6), corrected data: the catalog number was incorrectly documented, in the initial report.